Event description:
Amplatzer septal occluder was implanted to close a secundum type asd, atrial septal defect. Procedure was successful without complication. The following day the occluder was noted to have embolized to the right ventricular outflow tract. The patient was taken to surgery where the device was removed and the asd closed. The surgeon noted the device to be caught within the papillary muscles. The patient did well and was discharged.